Manufacturer narrative:
Serial numbers: (B)(4). For 1 event, the investigation is ongoing. For 1 event, sample aspiration alarms around the time of the erroneous result were observed on the alarm trace suggesting a sample quality or pre-analytics issue. The investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. For 2 events, the issue was resolved by the service actions. For 1 event, the event was determined to be caused by an issue with the fluidics system. For 1 event, the investigation determined that the root cause was due to the worn rinse mechanism tubing. The follow up/corrective action for 1 event was that the field service representative determined the setting was not correct in the control unit after it was replaced. The settings were corrected and the customer ran calibration and qc successfully. The performance of the instrument was verified. The follow up/corrective action for 1 event was that the syringes were backflushed. The rinse mechanism and wash volumes were adjusted. All syringe seals were tightened and the gear pump pressure was checked. Controls were tested and were within range. Precision studies were performed. The follow up/corrective action for 1 event was that the field service found that the cell rinse water volume was lower than specification and the cell was contaminated. He adjusted the rinse unit. The follow up/corrective action for 1 event was that the field engineering specialist found that the rinse mechanism tubing was almost 2 years old. He replaced the rinse mechanism tubing. There were no follow up/corrective actions for 3 events. For 1 event, the issue has not re-occurred at the customer site. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>7</noe> malfunction events. Low results were generated by the cobas 8000 c 702 module. The events involved a total of 10 patients with the following: 1 erroneous result for bilt3 bilirubin total gen.3, 1 erroneous result for ureal urea/bun, 7 erroneous results for ca2 calcium gen.2, 1 erroneous result for astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation, 1 erroneous result for crpl3 c-reactive protein gen.3, 1 erroneous result for crej2 creatinine jaffé gen.2. The patients' ages ranged from 10 days to 49 years. There were 2 females and 1 male.

Manufacturer narrative:
For the pending event, the investigation could not identify a product problem. The cause of the event could not be determined.